Event description:
It was reported that the ilet displayed repeated insulin occlusion alerts with a reported blood glucose of 370 mg/dl despite a prior cartridge change, and troubleshooting showed insulin flowed through the cartridge and tubing during a fill-tubing test, indicating a likely issue at the infusion site; the infusion set was contact detach steel and the occlusion resolved only after changing the infusion site. Customer care provided support that included guided troubleshooting and user guided infusion site change. Investigation of this case revealed that the occlusion was associated with the infusion site rather than the cartridge or tubing, and insulin delivery resumed following the site change. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion site issue leading to occlusion.